Event description:
It was reported, of a device error code 1260 on initial startup. (During testing/no patient injury).

Manufacturer narrative:
D5 is unknown. No information provided to date. H6: health effect and evaluation codes: updated. H10: manufacturing device history record review was not performed, because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found, during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found the battery door is missing. Functional testing found unrecoverable lec 1260 error message displayed on startup. Eeprom (electrically erasable programmable read-only memory) data is corrupted on microprocessor (mp) board. Replace faulty mp board. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).